Event description:
It was reported that there was an air leak and some hissing noise. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received. No abnormalities in the appearance of the product related to the reported event could be confirmed. There was a sound of gas leaking from inside the unit. The complaint was confirmed. The root cause was the supply gas pressure indicator assembly inside the main unit. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The supply gas pressure indicator assembly was replaced to resolve the problem. The device passed all the functional and performance tests after the repair.